Manufacturer narrative:
Findings: unit passed the dat test with 0.08785 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 941 mg/dl. Customer treated his high blood sugar by insulin pump. The customer was in emergency room. Customer's wife stated that her husband was admitted to the hospital due to breaking his arm. Customer's wife declined to troubleshoot for the high blood sugars. The product will be returned for analysis.